Event description:
It was reported that the patient came to the emergency room after experiencing syncope due to high impedances and possible fractures of the right ventricular (rv) and left ventricular (lv) leads. It was also reported that the right atrial (ra) lead appeared to have loss of capture and sensing issues. Because of the patient's medical history, the physician decided to leave the old system implanted and implant a new system on the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.